Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that starting last week, a poor communication screen was seen on the patient programmer both with and without the antenna attached. The patient confirmed that they already replaced the batteries and that the antenna was securely attached; the issue was not resolved. The patient then placed the patient programmer directly over the implantable neurostimulator (ins), but the poor communication screen was still being displayed. No symptoms were reported. Additional information was received; patient reported pulse generator failed and had to be replaced. The new programmer and new pulse generator resolved communication issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the replacement patient programmer (pp) did not resolve the issue, and that it was the "generator" in their body that failed. The new generator resolved the issue. Be replaced. The new programmer and new pulse generator resolved communication issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.